Event description:
The following has been reported: broken cassette loading lever a preliminary review of the device log files was not performed as the reported issue was identified as physical damage to the lever arm. The device was returned for evaluation. Upon return, the device was found to register touch input without any user intervention. An internal investigation was opened to address this issue. As a corrective action, the lcd and the programmed main pcba will be replaced during the repair process to restore the device to a compliant operational state. The lever arm was in a functional state during investigation. Damage was found on the screw mounts of the lcd touchscreen. The left side bag hook is damaged. One of the wifi antennae is loose and will need to be reseated. Reporting as a conservative measure due to the random touches observed during investigation. No adverse effects were reported.